Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed]-rt paged. She said that she has a 3100a running on a pt and noticed that the audible alarm is not working. Explained to her that if the audible alarm is not working, she needs to get the unit off the pt and replace it with another 3100a. I asked her if it was a rental unit and she said no that it was theirs. I said that she needs to swap it out and take to biomed for evaluation. She said that they have another unit and will swap it out and give to biomed."

Manufacturer narrative:
(B)(4): the following information concerning the evaluation of the device is a summary of the information documented by the carefusion field service representative. The carefusion field service representative evaluated the device and identified a loose connection between the alarm speaker (p/n 19059) and main harness alarm cable (B)(4) as the root cause of the reported event. The field service representative was not able to determine what caused the loose connection. The carefusion field service representative reseated the loose connection and verified that all alarms were functioning correctly. In addition, as requested by the customer, the field service engineer performed a preventative maintenance on the device prior to running it through a complete checkout to ensure it meet all factory specs. Upon completion, the device was returned to the customer ready to be placed back into patient use.